Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to duplicate the reported problem. The device's latch/lock was replaced to address the issue. Additionally, the downstream occlusion sensor and seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette loading error. There was unknown patient involvement.